Event description:
Device evaluation: the verio and vita test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the reported inaccurate high issue could not be duplicated for the verio and vita test strips. However, the verio test strips involved with this complaint were found to have control solution results outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/10/2014), the lay user/patient¿s product(s) has been returned and evaluated (B)(4) 2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/12/2014) - the lay user/patient¿s test strips were returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.